Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer got pump errors, but did not know what. The customer stated they did not know when they occurred and stated they were between 6 weeks. No further information regarding the pump errors reported. The insulin pump will not be returned for analysis.